Event description:
Syringes have crack in plastic barrel which leaks blood when plunger is depressed to expel sample for analysis. There were three defective syringes in approx one month involving 2 different types of syringes; 3 cc aspirator and 3 cc blood gas kit. (Also see mw1001017.)